Event description:
At 12:30 lipid filter noted to have a small drop of lipids leaking from connection site. Lipids were then clamped and turned off providers were made aware. Manufacturer response for IV tubing, medex, non-dehp ext set 1.2-micron filter (per site reporter). Emailed representative explaining the issue and requested an RMA. Similar problems in maude. (B)(6) identified complaint case #(B)(4); shipping label received; defect sample to be shipped ups today.